Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported the image disappears when down angulation intended during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported.